Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced an unexpected pump error during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump rewound properly during rewind sequence. No rewind anomaly noted during testing. Pump received with scratched case, cracked case behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window.